Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02349. It was reported the patient experienced a burning sensation at her scs ipg site. The patient stated this only occurred once. The patient also stated that her stimulation turned off without prompting. She was able to turn her stimulation back on, but she observed that her system would auto-reduce. An sjm representative met with the patient. A system diagnostics revealed multiple invalid contacts for the patient's scs lead. X-rays taken revealed that the lead had pulled out of the ipg header. Surgical intervention is planned for a later date to address the issue.